Manufacturer narrative:
Cocnlusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the device. Reportedly the recipient scratched at the implant site, which likely contributed to the observed issue. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
Reportedly, the child scratched the skin and got an infection. There was a skin tear measuring approximately 22x12 mm. The skin was torn and the implant coil was visible through the hole. There was also pus discharge. The device has been explanted.

Event description:
Reportedly, the child scratched the skin and got an infection. There was a skin tear measuring approximately 22x12 mm. The skin was torn and the implant coil was visible through the hole. There was also pus discharge. The device has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.